Manufacturer narrative:
A malfunctioning pneumatic assembly was repaired and replaced.

Event description:
The user facility reported that during a surgical procedure, cuff 2 of the device deflated unexpectedly when cuff 1 was deflated. Unexpected tourniquet deflation poses the risk of systemic exposure to local anesthetic if this type of event should recur. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that during a surgical procedure, cuff 2 of the device deflated unexpectedly when cuff 1 was deflated. Unexpected tourniquet deflation poses the risk of systemic exposure to local anesthetic if this type of event should recur. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.